Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s high blood glucose level was 600mg/dl and low blood glucose level was 40 mg/dl. The customer was treated high blood glucose with bolus and low blood glucose by eating carbohydrates. The customer was using auto mode at the time of incident. Troubleshooting was declined. No further patient complications were reported. The customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.